Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain indications. It was reported that the patient's stimulation was not turning on and the issue began today. The patient stated they usually turn stimulation off at night because they don't need it. The patient stated that night they slept with stimulation on and the next morning the stimulation would turn off and it worked fine. The patient stated today when they tried to turn the stimulation on and the hand held equipment was not doing anything to turn on the stimulation of their implant battery. During the call, the manufacturer's patient services specialist (pss) walked the patient through resetting the communicator and restarting the handset. The patient was able to connect to their implant and confirmed therapy was on. The patient was able to increase the stimulation, but they were not able to feel the stimulation in groups a and b. Pss reviewed with the patient that the external equipment was functioning as intended. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.